Event description:
It was reported that at 1/2 yr post op, pt presented and was dx with acetabular implant loosening, which will result in a revision of all components come 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.